Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2007.

Event description:
It was reported that the patient complained of chest pain. The right ventricular (rv) lead exhibited high-rate non-sustained episodes, noise, and oversensing approximately four months ago. Now all measurements are within the expected range and the lead appears to be functioning as programmed. The lead remains in use. No patient complications have been reported as a result of this event.